Event description:
It was reported by the customer that on (B)(6) 2010, the fiber forward fired at 96,490 joules. No patient injury was reported. The device was not returned for evaluation.

Event description:
Caller from inform ii system user facility reported patient blood glucose results of 16.9 mmol/l on inform ii (B)(4), lab 7.1 mmol/l, blood gas analyzer 7.1 mmol/l within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).